Event description:
It was reported that automated mode switch episodes occurred as a result of atrial noise. No patient symptoms were reported. The noise was observed to be a slight oversensing of electromagnetic interference. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.